Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, is likely the suggest event occurred due to the subject device was not firmly secured to the endoscope by medical tape. This might have caused the subject device to fall off into the patient¿s body. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the disposable distal attachment fell off in the patient's esophagus and became stuck during a therapeutic cap assisted removal of none bone food bolus that was lodged in the patient's esophagus. The customer indicated that high suction is used to suck the food bolus into the cap and remove it from the esophagus. Depending on the size of the food bolus, it is often removed piece meal through multi passes. Rat tooth forceps, snares, extraction nets and an olympus endoscopic retrograde cholangio-pancreatography (ercp) extraction balloon 8.5 - 15 millimeter were used to remove the distal attachment, and the ercp balloon was able to successfully retrieve it. The patient was noted to have esophageal stricture and tightness, which could have been the reason why the distal attachment fell off. The procedure was completed with a delay of 30 minutes. No other medical intervention was required, and the patient was fine post procedure. The customer confirmed that medical tape was not used to secure the distal attachment to the endoscope, which was not in accordance with the instructions for use. The device was inspected prior to use.

Manufacturer narrative:
The suspect device was discarded by the customer and will not be returned to olympus. The batch/lot number of the device was either 2yk or 28k. The subject device was manufactured in november 2022 or august 2022 based on the provided 3-digit lot information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.